Event description:
It was reported to boston scientific corporation on february 10, 2021 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser settings of 300 watts and 12 hertz. During the procedure, when the doctor stepped on the foot switch to shoot the laser and a fire burned out and smoke started to come out from the connector. There was no burn injury to the user or to the patient reported. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, the laser unit used was an auriga xl with laser settings of 300 watts and 12 hertz.

Manufacturer narrative:
Block b5 and e1 (initial reporter address 1) have been updated with additional information received on march 05, 2021. Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2021 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser settings of 300 watts and 12 hertz. During the procedure, when the doctor stepped on the foot switch to shoot the laser and a fire burned out and smoke started to come out from the connector. There was no burn injury to the user or to the patient reported. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.